Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the yaw pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the jaw of the fenestrated bipolar forceps instrument was not moving properly. The wire was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred during the mobilization of tissue. When the wire broke, improper movement of the jaws were noticed. There was a single damaged cable visible from the distal end of the instrument. The instrument moved in the wrong direction. The issue occurred when the surgeon's head was inside the high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate the instruments. The instrument initially moved in the right direction with appropriate timing. The issue was persistent. When the instrument was observed and damage was found, it was sent back to isi. It was unknown what actions resolved the issue. There was no instrument-to-instrument or arm-to-arm interference. No external collisions occurred. The device was inspected prior to use.